Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: "·event description: mass effect with presence of minimass clotting ·seriousness: resulted in in-patient hospitalization or prolongation of existing hospitalization. Relationship to optima coils system: possible. Relationship to procedure: not related. Action: medication. Event status: resolved. Date of event resolution: (B)(6)2019." (B)(6)2022 - additional information provided from the issuer: the source document from the clinical site indicated that the patient benefited from the embolization of the aneurysm of the right anterior cerebral artery with the placement of 14 coils. During the procedure, blood flow was reduced at the level of the right anterior cerebral artery. Alteplase was performed, allowing recovery of flow with a satisfactory parenchymogram at the end of the procedure. Platelet anti aggregation was introduced at the request of the neurologists. Preventive anticoagulation (lovenox) was administered during the procedure. Following the embolization procedure, medications were lifted allowing extubation of the patient.